Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 156mg/dl at the time of the incident. Customer was assisted with damage troubleshooting. Customer stated that black o-ring came out and reservoir did not fit. Customer stated that the o-ring in the reservoir compartment became loose during reservoir removal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners and cracked belt clip slot.